Manufacturer narrative:
(B)(4). Date sent: 10/28/2025 d4: batch #387d07 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Additionally, the device was fired in an articulated position (left and right), and a slight movement was noted in the anvil during firing. However, the magnitude of the device's movement is within the range of movement related to device use. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 387d07, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025 d4: batch #unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9743k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, the ech60l stapler when fully articulated to the left made a small clunk type movement upon closure of jaws; and then the articulation angle gradually reduced during firing cycle. It was observed during the reloading of the 5th reload the nurse slipped when pushing down on stapler and the articulation joint was forced sideways by accident. The procedure was completed without delay and patient consequence. No additional information provided.